Event description:
The ascenciodx molecular detector device with sn (B)(6) was examined by anavasi diagnostics when the detector was returned to company headquarters in response to a voluntary recall. Anavasi has determined that this detector generated a malfunction message while being used in the field. This event was not reported to anavasi by customer as a complaint. Detection of the malfunction occurrence was determined after anavasi downloaded the returned device's data log.

Manufacturer narrative:
Problem description: the ascenciodx molecular detector uses real-time fluorescence to detect the presence of the target in a clinical sample. The light intensity used by the device is read by a sensor for which there may be an artificially low "maximum intensity" threshold in the device settings. As a result, under certain conditions, the unduly constrained settings may cause the device to stop processing and yield a malfunction message instead of a positive, negative, or inconclusive result. Hazard: the malfunction message is observed to occur within the first five (5) minutes or so of the sample processing. As a result, the hazard associated with this malfunction is a delay of test result. Investigation conclusion: the device settings were revised to increase the maximum intensity threshold to allow a wider range of variation of production components that are within defined specifications. Manufacturer action: all devices in the field were immediately replaced with devices with the revised settings at no cost to customer. An RMA was issued to customers to facilitate return of affected devices upon receipt of replacement devices.